Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed eight and a half years remaining longevity. During the recent check, the device showed six and a half years remaining longevity. Current outputs were not high. Boston scientific technical services (ts) noted that the device was using 49 microwatts on the recent transmission. Thus, discussed this could be related to high rate atrial sensing. Moreover, boston scientific technical services (ts) recommended reviewing again in three months. As of this time, the device remains in service. No adverse patient effects reported.